Event description:
Pt had a lower extremity sfa intervention with right femoral artery access. Mynx closure device was used at the completion of the procedure. Pt developed a retroperitoneal bleed post op.